Event description:
End user reports the packaging of the glide catheter splits on the side. There was no harm. No additional information was provided. This emdr covers the unknown lot numbers and unknown quantity associated with the reported defect.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.